Event description:
Reportedly, pt expired after an implant date of 2003 due to unk reasons. Unk if pt death is device related. Date of pt's death and implant duration is unk; therefore, the aware date is used as the occurrence date. No further info regarding this pt was received.

Manufacturer narrative:
Device not returned.